Event description:
Durning a crown preparation procedure the dental handpiece being used overheated and the patient received a thermal burn injury to their lower left lip. The doctor prescribed the use of vitamin e oil to treat the affected burn area at the time of the incident. The patient is expected to have healed normally from the injury without need for additional medical treatment.